Manufacturer narrative:
(B)(4). Concomitant medical products: associated medical products reference: (B)(4); item name: vanguard cr por fem-rt 55; lot #183010. This product is manufactured by biomet (B)(4) orthopaedics, (B)(4) and is not cleared or distributed in the u.s. However, this report is being submitted as zimmer biomet (B)(4) manufactures a similar device that is cleared or distributed in the united states under 510(k) number k945028. Product location unknown,

Event description:
It has been reported by the patient's legal representative that the patient underwent a right knee replacement at (B)(6) hospital on an unknown date in (B)(6) 2015. The patient is reporting alleged injury from the alleged failure of the device.